Event description:
It was reported that the size 14 reverse humeral stem would not fit down the pt's humeral canal after reaming to 14.

Manufacturer narrative:
Eval summary: it is not suspected that the product failed to meet specs. Based on a conversation with the sales associate present at the surgery, the surgeon did not follow surgical technique. Additionally, it should be noted the associate indicated that the surgeon is using reamers that were part of FDA recall z-570/576-11. This failure can most likely be attributed to the surgeon not following proper surgical technique as well as using the recalled reamers. Eval: as returned stem is in like new condition; it was dimensionally inspected and found to be conforming where measured. Device history records indicate all components were manufactured and inspected to spec. No mfg abnormalities could be detected.